Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the battery oscillator device had intermittent operation. It was not reported if this event occurred during a surgical procedure. It was not reported if there was a delay in a planned surgical procedure, or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The battery oscillator device was evaluated and the reported condition that the device operated intermittently was confirmed. An assessment was performed and it was observed that the device failed the saw blade coupling test as there was too much play in the thrust disk. It was further observed that the lock for the saw piece was worn, the turning knob would not turn, there was an unknown liquid in the slide sleeve, in the electronic control unit (ecu) sub-assembly components, and the motor sub-assembly components, the plug sa and angle stick contacts were corroded, and the battery oscillator showed signs of an immersion. The assignable root cause of these conditions was determined to be due to normal wear over time, and improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.